Manufacturer narrative:
Upon receipt of additional information it was determined that this product is a competitors product and therefore not reportable by zimmer biomet.

Event description:
Upon receipt of additional information it was determined that this product is a competitors product and therefore not reportable by zimmer biomet.

Event description:
It was reported patient underwent total hip arthroplasty on unknown date. Subsequently underwent revision of implants for instability/aseptic failure. The customer also indicates a 32 cartridge from the company bioball, a polyethylene insert and 4 screws but we can¿t determine where it came from. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown stem item/lot unknown; unknown bone screws item/lot unknown. Report source: (B)(6). The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:  0001822565 - 2021 - 03370, 0001822565 - 2021 - 03372.